Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-30. H6: investigation summary bd received 1 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for broken hub with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for broken hub with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder hub separated from the device. The following information was provided by the initial reporter: "material no: 368650 batch no: 0267814. It was reported that the hub of the needle cracked while in the package. Cracked hub before packaging was opened. Came delivered this way".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer(r) eclipse" blood collection needle with pre-attached holder hub separated from the device. The following information was provided by the initial reporter: "material no: 368650, batch no: 0267814. It was reported that the hub of the needle cracked while in the package. Cracked hub before packaging was opened. Came delivered this way"